Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown since catalog # is unknown the 510(k) could be either k061815, k073374 or k090140. MFR date unknown as lot # is unknown investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Patient code(s): appropriate term/code not available (3191) was selected for the hypercarbia. Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Investigation ¿ the following allegations have been investigated: unable to remove and tilt. Investigation is reopened due to additional information provided. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a radiological exam report for attempted inferior vena cava filter removal report dated (B)(6) 2012, ¿the inferior vena cava filter appears to have no significant tilt; manipulation of the vascular sheath and retrieval device demonstrated that hook of the ivc filter is likely adhered to the medial aspect of the ivc wall. Impression: unsuccessful removal of infrarenal ivc celect filter. The patient has been rescheduled for a repeat attempt at retrieval under conscious sedation in 1 week.¿ per a radiological exam report for attempted inferior vena cava filter removal report dated (B)(6) 2012,¿initial fluoroscopic findings demonstrates a cook celect infernal vena cava the filter which appeared on the ap projection to be well centered in the inferior vena cava. However, on the comparison CT of the abdomen, it was noted to the inferior vena cava filter was indeed tilted posteriorly and was adhesed to the poster wall of the inferior vena cava. This was the reason [the physician] could not retrieve the filter using standard techniques 2 weeks earlier. Impression: successful high-risk/difficult ivc filter retrieval with no immediate complications. The patient was, however noted to have several episodes of nonsustained ventricular tachycardia in the pacu post-procedure. This was initially felt to be due to hypercarbia from sedation. This prompted a change of our initial plan by transferring her from planned observation on the general hospital ward to observation [the..] ICU stepdown unit (2 south) with telemetry.¿

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.